Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's wife that the customer had passed away from a heart attack that was possibly diabetes-related. The customer's wife stated that the customer was wearing the insulin pump and was at home at the time of death. Nothing further was reported.